Event description:
Follow up information received reported that the perioperative antibiotics were administered to the patient. The date of on-set of the infection was noted as (B)(6) 2011. Patient symptoms of redness, drainage with itching and skin rash at the incisional edge were reported. Cultures taken of the device pocket and skin around incision had negative growth. The infection was reported to be fungal in nature and not related to the ins device. Treatment instituted for the infection was total explant of the implantable neurostimulator (ins) system along with oral antibiotics administered to the patient. The patient outcome was reported as "ongoing". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v571447, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's device was explanted a year prior to the report due to infection. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).